Event description:
It was reported that the patient developed an infection at the lead area and had a lot of redness at the midline incision site. It was also noted that the wound did not heal properly. The physician confirmed that the infection was not device or procedure related. The patient underwent a lead explant procedure and the explanted device components were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7091677.